Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10-jul-2018 with the following findings: a review of the pump black box or alarm history showed evidence of cs052/054 call service alarms. During investigation, the pump was exercised for 24 hours with no alarms occurring. The pump cover was removed and no evidence of internal moisture or defects to the printed circuit board or internal components was found. The complaint of a cs052/054 call service alarm issue was shown in the pump history but was not duplicated with investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was alleged a call service 052 alarm was emitted. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.